Manufacturer narrative:
Visual assessment showed the depth limiter has been trimmed to the surgeon desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment no ts or suture remain on the insertion needle but where returned for examination. Examination of the construct showed both ts are free from the suture and only t1 was returned. The suture has been cut were t2 normally resides. The knot remains intact were t1 normally resides. The t has been cut between the suture holes at the bridge. Dimensional assessment of the t confirmed it meets print specification. The condition of the construct indicates the suture was inadvertently cut during placement causing t2 to come free.

Event description:
It was reported that during a meniscus repair under knee arthroscopy, after t2 had been implanted the knot became loose. T2 was removed from the patient, same model backup device was used to complete the surgery. Procedure was delayed for approximately 10 minutes and no patient injuries were reported.